Event description:
A malfunction alarm labeled as malf 12 was reported, and prior events did not contribute to the issue. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. After receiving pump reset instructions from technical support, the customer successfully reset the malfunction code and continued using the pump. Customer was advised to contact support if any issues recurred.